Event description:
It was reported that the individual packaging bag of two pieces of the product were not sealed like the others in the foley tray. Since the products were supposed to be sterilized and the bags were open, the products cannot be used in hospital/patients due to the risk of clinical complications and were kept at distributor's warehouse.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the individual packaging bag of two pieces of the product were not sealed like the others in the foley tray. Since the products were supposed to be sterilized and the bags were open, the products cannot be used in hospital/patients due to the risk of clinical complications and were kept at distributor's warehouse.

Manufacturer narrative:
The reported event was confirmed manufacturing related. 2 samples were confirmed to exhibit the reported failure. The device had not met specifications. The product was not used for patient treatment. The product caused the reported failure. Visual evaluation of the returned sample noted two opened (with original packaging), lubricath foley catheter trays. Visual inspection of the sample noted the lubricath foley catheter trays packaging was not sealed upon return. This is out of specification which states, "open seal, trapped product or pleats are not allowed". The manufacturing investigation concluded that the root cause of the reported defect was the condition of the machine's accumulation sensor. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single use only. Do not re-sterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use. Bard® ez-lok® sampling port (indicated by the blue stem in the port) accepts luer lock (fig. 1a) or slip tip syringes (fig. 1b). 1. Occlude drainage tubing a minimum of 3 inches below the sampling port by kinking the tubing until urine is visible under the access site. 2. Swab surface of bard® ez-lok® sampling port with antiseptic wipe. (Fig. 2) 3. Using aseptic technique, position the syringe in the center of the sampling port. The syringe should be held perpendicular to the surface of the sampling port (at approximately 80 - 100 degree angle). Press the syringe firmly and twist gently to access the sampling port. (Fig. 3) 4. Slowly aspirate urine sample into syringe and remove syringe from sample port. (Fig. 4) 5. Unkink tubing and transfer urine specimen into specimen cup or follow hospital protocol. Discard syringe according to hospital protocol. 6. Follow established hospital protocol for specimen labeling and transport to lab. Directions for use 1. Wash hands and don clean gloves 2. Using proper aseptic technique open outer csr wrap 3. Place underpad beneath patient, plastic/¿shiny¿ side down 4. Use the provided cleansing wipe to cleanse patient¿s peri-urethral area 5. Remove gloves and perform hand hygiene with provided alcohol hand sanitizer gel 6. Don sterile gloves 7. Position fenestrated drape on patient 8. Remove top tray and place next to bottom tray (keep on csr wrap) 10. Remove foley catheter from wrap and lubricate catheter 11. Proceed with catheterization in usual manner. When catheter tip has entered bladder, urine will be visible in the drainage tube. Insert catheter two more inches and inflate catheter balloon improperly inflated with less than the recommended volume of sterile water 12. Once inflated, gently pull catheter until the inflated balloon is snug against the bladder neck 15. Secure the foley catheter to the patient use the statlock® foley stabilization device if provided (see statlock ® foley stabilization device IFU) note: please make sure patient is appropriate for use of statlock® stabilization device. 13. Position hanger on bed rail at the foot of the bed note: exercise care to keep bag off the floor 14. Use green sheeting clip to secure drainage tube to the sheet. Make sure tube is not kinked 15. Indicate time and date of catheter insertion on provided labels. Place designated labels on patient chart and drainage system 16.document procedure according to hospital protocol foley catheter removal 1. To deflate catheter balloon: gently insert a luer lock or slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve 2. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently 3. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation 4. If the balloon will not deflate and if permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol 5. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." Correction: d,g. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.